Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor electrode fractured while in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Then made a visual inspection and found the sensor with cannula bent, and stuck in the adhesive patch at the bottom of the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.